Event description:
During a lap chole procedure, the surgeon was trying to clip the cystic duct, but clip was not staying tight and was loose. Replaced with another clipper, which worked well.======================manufacturer response for multiple clip applier, lligamax 5 mm endoscopic multiple clip applier (per site reporter).======================to return to them for investigation.